Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: please clarify what is meant by did not staple correctly. Were the staples formed properly? Did the device deliver a complete staple line? Surgeon described incidence as staples did not form, not sure if it was a complete staple line. Was a blood transfusion needed? Not that I¿m aware of was the post-operative care for the patient changed as a result of this event? I don¿t believe so, returned home the day. What other color cartridges were used before this event? No other cartridge but white cartridge. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not that I am aware of. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Not sure. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a total vaginal hysterectomy procedure, the device on third firing apparently did not staple correctly, causing excessive bleeding, and requiring case to be completed with suture and haney clamps. Patient lost 600cc blood. Patient was sent home on (B)(6). The device was discarded.